Event description:
It was reported that while using bd sars-cov-2/flu for bd max¿ system the customer tested a sample and received a negative result, and then subsequently they retested the sample with genexpert and got a positive result. This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "they have a sample where they see a curve but the result was negative. They repeated the sample with genexpert and this was positive" eua(B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd sars-cov-2/flu for bd max¿ system the customer tested a sample and received a negative result, and then subsequently they retested the sample with genexpert and got a positive result. This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "they have a sample where they see a curve but the result was negative. They repeated the sample with genexpert and this was positive" eua(B)(4).

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd max sars-cov-2/flu kit (ref. (B)(4). Lot 2018225 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2/flu kit indicated that lot 2018225 was manufactured according to specifications and met performance requirements. The retain material of bd max sars-cov-2/flu kit from lot 2018225 was tested in positive and all the reactions gave a positive result as expected. Customer reported a sars-cov-2 false negative result with the bd sars-cov-2/flu for bd max¿ system kit lot 2018225. Customer mentioned that the sample gave a negative result for all targets but observed an amplification curve in channel 475/520 (sars-cov-2 target). Moreover, when tested with the genexpert assay, the sample gave a positive result. Customer provided a pdf report from run 24, performed on instrument ct2557. Manual pcr curves adjudication of the negative result in position b10 (mentioned in complaint text) revealed a late amplification of the sars-cov-2 target (in fam channel), and the algorithm reported a negative result. Such negative results with late amplification can occur due to viral titers in the specimen being at or below the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Moreover, in the complaint description, the customer wondered why the bd max¿ gave a CT value at 37.6 for the sample in position b9, whereas he observes that the curves rise before the 35th cycle. The bd sars-cov-2/flu for bd max¿ system algorithm uses a CT score value, not the CT value, explaining what is observed by the customer on the graph. The CT score value is established by an algorithm and the calculation is made using more than one value, which helps reduce the risk of false or erroneous results. No reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max sars-cov-2/flu kit lot 2018225. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. See h10.